Event description:
Additional information was received that during the procedure, acute mitral regurgitation occurred, and the severity increased. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the aortic regurgitation (ar) was a pre-existing patient condition at baseline. During the attempted deployment of the medtronic valve, no leaflets of the native aortic valve was damaged. There was no patient anatomy that contributed to the expansion issue. However, the attempted deployment of the medtronic valve made the ar worse. The severity of the ar was unknown. An occlusion of the coronary artery was not confirmed. It was noted the implant of the non-medtronic valve resolved the ar. Per the physician, the delivery catheter system contributing factor to the hemodynamic instability or the inability of the patient¿s blood pressure to rise was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, calcification in the left ventricular outflow tract (lvot) was noted with a circumference of 66 millimeter¿s (mm), and a valsalva of approximately 25 mm. During the first deployment attempt, the 23 mm valve was recaptured due to the placement of the valve being too deep. During the second deployment attempt at 80% deployed, the position of the valve was evaluated. Subsequently, aortic regurgitation was confirmed by echocardiogram and angiography. Poor valve expansion was suspected. The patient¿s blood pressure did not rise, and acute aortic regurgitation occurred. Subsequently, blood flow to the coronary artery could not be confirmed, so the valve was recaptured, and the system was withdrawn. The patient remained hemodynamically unstable, so percutaneous cardiopulmonary support was performed. A 20 mm non-medtronic valve was implanted in the patient and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vlv evolutfx-23 product ID: evolutfx-23 serial number: (B)(4) use by date: 2025-03-15 UDI (B)(6). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: the dcs was not returned and the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  If information is provided in the future, a supplemental report will be issued.